Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed during the device inspection that would cause bleeding or bruising at the infusion site.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 350 mg/dl while wearing the pod for more than 48 hours. Due to elevated bg levels, patient's mother checked the viewing window and saw that the cannula was no longer in the infusion site (hip/buttocks). As treatment for hyperglycemia, a new pod was applied and a correction shot was given.